Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole at the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the confirmed event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2018. It was reported that balloon inflation failure occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilation. An attempt was made to inflate the balloon at 6 atmospheres, but the balloon was unable to be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.